Manufacturer narrative:
No unexpected a47 alarms noted during testing, however pump had multiple a47 alarms in alarm history due to corrupted history file. A64 alarmed during pump self test due to faulty connector. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump was alarming two different alarms every day. No other details were provided. Nothing further reported.